Manufacturer narrative:
While at user site for verification of the device, it was observed that the bed exit detection system was deactivated after that the patient triggered detection level no. 2 at around 12h24 am. Data log revealed that the detection system was not reactivated resulting in patient fall. The user alleged that the password protection system appeared to be randomly active. Password settings can be customised by the user to protect bed functionalities control and configuration. The user was reminded of password protection good practices.

Event description:
An establishment user contacted technical support from the manufacturer inquiring on password reset and management on bed functionalities. The user also informed the manufacturer that the patient exited her bed, and felt. The bed exit signal did not go on. There was no injury to the patient.